Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during implant a decrease in sensing was observed when the helix was deployed. The lead was not implanted.